Manufacturer narrative:
Alleged product was received by the fliu, however it was lost during transit to the cir.

Event description:
It was reported that the display of the infusion device was defective.